Event description:
It was reported that the patient was in the emergency room and was experiencing dizziness, nausea, dry heaves, tachycardia, and a return of pain. Telemetry confirmed that a critical alarm was occurring and it was seen that a low-battery reset had occurred and the pump was in safe state. It was also noted that the patient had been due for a refill on the prior tuesday, but had missed the appointment. The device system was used to deliver morphine. The printout showed that the pump had been set to 9.4mg/day, but it was at minimum rate at the time of report. In addition, on the printout from the prior refill, it was seen that the elective replacement indication (eri) was at thirty months. That same day, it was also reported that the patient had begun to hear the pump alarm on (B)(6). After interrogation found that the pump had converted to safe state, the patient remained in the hospital for management of withdrawal symptoms and a pump replacement was scheduled for (B)(6). It was indicated that the battery had depleted prematurely. It was also seen that, on the day of report, the reservoir volume was 4.8ml. There was reportedly no patient injury. It was seen that, in the patient-activated dose log, end-of-service (eos) had occurred on (B)(6) 2009; however, the eos message was not recorded in the pump¿s event log. The logs also showed that there was a motor stall on (B)(6) 2013 with a recovery 47 minutes later and an additional motor stall recovery was seen on (B)(6), though there was no motor stall seen prior to it. The low battery reset and conversion to safe state first occurred on (B)(6), but subsequently recurred on the following day. Additionally, there was a blank entry in the event logs occurring on (B)(6). The blank entry was logged at the same time that the pump went into safe state and a motor stall recovered. Eleven days later, it was reported that the patient had been seen by a physician on the afternoon of report. He was still being titrated, so he didn¿t have adequate pain control yet, but he felt ¿much better¿ than he previously did. It was also indicated that, just prior to experiencing withdrawal symptoms, the patient felt like he was ¿being overdosed¿. The physician requested that the volume of drug remaining in the pump be confirmed with the expected volume on the printout. Refer to manufacturer report #3004209178-2013-22100 for details pertaining to feeling overdosed.

Manufacturer narrative:
Final analysis of the pump found a feedthrough anomaly with shorting across an insulator in the motor. (B)(4)

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n193467021, implanted: (B)(6) 2009, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.